Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309628 batch#: 3011963 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. "On dos xxxxx xxx had to use another syringe due to the one that came in the med was damaged."

Event description:
Post investigation findings revealed that the foreign matter was actually stopper jammed / insecure.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is stopper jammed / insecure. Investigation summary: two photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that one syringe in a sealed package with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3011963. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.